Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis identified a device that appeared to be intact. The events of "allergic reaction/hypersensitivity, wound dehiscence, and necrosis" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: allergic reaction/hypersensitivity-delayed, wound dehiscence, and necrosis.

Event description:
Patient reported right side "a bad reaction" and "a hole in their breast/through skin." Additionally, healthcare professional reported capsular contracture baker grade I, and "cutaneous necrosis." Device has been explanted.